Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision: incorrect, see below. Asr xl acetabular system - right hip. Reason(s) for revision: pain. Update received (B)(6) 2014. Full information received (B)(6) 2014. New fields completed. Operative notes and x-rays attached. Patient age, weight, height, activity level added. This is the first revision on the right hip. See (B)(4) for the second revision. The following information has been altered: 999804754, 2377147 ¿ still in situ. 999890147, 1977929 ¿ still in situ. 999800313, 2492071 ¿ still in situ. This is therefore, not an asr revision as only the stem was revised. Additional reason for revision added. Revision date amended to (B)(6) 2007. Reason(s) for revision: pain, periprosthectic fracture.